Manufacturer narrative:
The pod was received with the needle mechanism fully deployed. Inspection of the download data found that the pod completed both first and second priming sequences with the expected number of pulses in each priming sequence. The pod was deactivated by the user at the end of the second priming sequence. The investigation found no damages or deficiencies that would contribute to the needle mechanism failing to deploy by the end of the second priming sequence, though it could not be determined when exactly the needle mechanism deployed. The cause of the reported needle mechanism failure could not be determined.

Event description:
It was reported that the needle mechanism had fully deployed before the pod was able to be used but the pink slide did not move forward. This indicates an unknown needle mechanism failure; the pod was not worn due to this issue. No impact to blood glucose levels were reported.

Event description:
It was reported that the needle mechanism had fully deployed before the pod was able to be used and the pink slide did not move forward. This indicates an unknown needle mechanism failure; the pod was not worn due to this issue.

Manufacturer narrative:
The device has been returned, but the investigation is not yet complete. When the investigation is complete, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.0 hardware: iphone14.8 cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.